Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer went to the hospital on (B)(6) 2015 due to elevated blood glucose levels (800 mg/dl). Reportedly, the customer disconnected the tubing in the middle of the night and woke up with blood glucose levels elevated. Customer was treated with manual injections while in the hospital.